Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via a social media post that the patient experienced a shocking sensation and was not getting adequate pain relief from the spinal cord stimulator (scs) device. It was noted that the patient felt like lying on an electric shocking device after a computed tomography (CT) scan was performed. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.